Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. Additional information was requested, and the following was obtained: 1. Could you please provide more details for ""the base could not be removed""? The anvil could not be removed. 2. Was the device firing sequence interrupted or stopped midway (no staples deployed, or staples deployed without forming fully and/or washer not completely cut line? Could not cut. 3. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Could not cut. 4. Could you please clarify if there were any patient consequences? No. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent 2/13/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please provide more details for "the base could not be removed"? Was the device firing sequence interrupted or stopped midway (no staples deployed, or staples deployed without forming fully and/or washer not completely cut line? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure the device was unable to cut tissue, the base could not be removed, and it was found that the anterior segment of the anastomosis was not closed.